Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that there was a ten minute interruption of telemetry monitoring with the enhanced telemetry receiver.

Manufacturer narrative:
Spacelabs has conducted an investigation into the cause of this issue. Investigation findings show that there was evidence of a loss of communication between the telemetry receiver and the central station displays. The cause of this specific occurrence could not be determined, but a likely cause is a memory issue. There have been no further complaints reported by this customer regarding their telemetry system. This report is complete and this particular issue is considered closed.